Event description:
It was reported to philips that the system would not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start. Upon functional testing, the fse found that the unit (mpd control unit) that controls the power on/off of the device had broken, and the power on sequence of the device would not start. The cause of the mpd control unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the mpd control unit by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.